Manufacturer narrative:
Physio-control further evaluated the customers device and the cause of the reported issue was isolated to the system pcb assembly. The device can no longer be repaired. The customer was provided a replacement device. The removed device was discarded. Further root cause could not be determined.

Event description:
The customer contacted physio-control to report that their device was unable to perform the self-test as the device would lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was unable to perform the self-test as the device would lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.